Event description:
During treatment of a peripheral lesion, the burr became stuck in the vessel. After the procedure was completed, they were able to remove the burr from the vessel. The patient went to surgery due to complete thrombus.